Event description:
During baxter's functionality testing, a spectrum pump had an overheated component on the input/output printed circuit board (I/o pcb). There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The burnt component on the I/o pcb was confirmed during the device investigation. Evaluation found an overheated component on the I/o pcb which then in turn caused the back flex to fail. The I/o pcb and back flex were replaced.